Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hardening of implants.

Event description:
Explanting physician reported hardening of the device and rupture discovered upon removal, against an unspecified side. The device has been explanted.